Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgery on (B)(6) 2021. Surgery mode was not turned on prior to the procedure. Following the procedure, the ipg would not communicate with external devices. Surgical intervention is expected to resolve the issue.

Manufacturer narrative:
The reported observation of ¿no ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced with a new one and reportedly effective therapy was restored.